Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) had removed the latch and inspected the spring on the plunger and u-link. Fse had replaced the spring and reassembled the latch assembly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed, customer tried to reboot and recover the drawer, but the issue persistedthe customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.